Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device arteriotomy locator broke when trying to deploy angio-seal. There was no patient injury, medical/surgical intervention required. The estimated blood loss was less than 250cc. The patient recovered. Hemostasis was achieved with a second angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update , and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath and the locator were returned. The locator was broken at the blood inlet holes and both parts were returned. No other accessory components were returned. Visual inspection revealed that the locator was broken at the blood inlet holes. The broken distal part of the locator was returned. Microscopic analysis revealed that the area of the locator that was separated appeared to be stretched and twisted. There was no sign of damage or deformation noted on the hemostasis sheath. No other visual anomalies were noted. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. Based on the returned device, the complaint could be confirmed for broken locator. The cause of the separation cannot be determined, however, the damage could be caused by exposing the locator to torsion or twisting forces at the blood inlet holes. It is likely that an off axis forces were applied on the locator leading to fracture at the inlet holes. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections b5 and b6.

Event description:
Additional information was received on (B)(6) 2021. The procedure was a left heart catheterization (lhc). A 6fr sheath was used. The device broke while inside the patient. A pre-deployment angiogram was performed. It was difficult to advance. Fluoroscopy was utilized and that the pieces came out intact. There was no concern of anything left behind in the patient, so they proceeded with deploying another angio-seal successfully right after.